Manufacturer narrative:
This report will be amended when our investigation is completed.

Event description:
It is reported that the device was implanted in 2006. Revision surgery occurred in 2007, due to loosening.